Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6)2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving morphine (concentration of 25mg/ml at a dose of 10mg/day) via intrathecal drug delivery pump. It was reported that a catheter revision occurred. A partial explant was done on (B)(6) 2017. The ascenda intrathecal catheter was revised with a spinal segment ascenda intrathecal catheter spinal segment revision kit. The ascenda intrathecal catheter was discarded by the hcp. The patient reported pain symptoms returned. No known environmental/external/patient factors led to or contributed to the issue. The hcp was not able to aspirate the catheter and the patient had a catheter revision on (B)(6) 2017. It was reported that the issue was resolved at the time of this report and the patient status was "alive-no injury". No further complications were anticipated.